Manufacturer narrative:
It was reported via the (B)(4) study that the orbit coil ((B)(4) lot 15137932) stretched and was not placed in the aneurysm. The device was exchanged for another product to continue the procedure successfully. There is no information regarding the details of when during use the coil stretched or procedural factors related to the event. The target site was a saccular left parasellar aneurysm with a neck that measured 6.7mm and a neck to sac ratio of 6.7mm/7.9mm. An adequate continuous flush maintained through the echelon 14 (mc) microcatheter at all times. No kinks were noted in the mc that may have contributed to the event. Besides the enterprise stent, a hyper glide 4mmx 10mm balloon was used during the procedure, however it is not known if the use of the balloon contributed to the event. The device was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15137932 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Based on the lack of information regarding clinical and procedural factors related to the stretching of the orbit coil, no conclusion can be made regarding possible contributing factors. With review of the device history records there is no indication of any manufacturing issues related to the event. No conclusion can be made; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The target saccular aneurysm was located in left parasellar with a neck that measured 6.7mm and a neck to sac ratio of 6.7mm/7.9mm. Medications consisted of aspirin 100mg/day((B)(6) 2011-), plavix 75mg/day ((B)(6) 2011-), heparin 7000iu ((B)(6) 2011), and argatroban 60mg/day ((B)(6) 2011). The procedure was completed successfully. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15137932 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Additional information will be submitted within 30 days of receipt.

Event description:
The report from the clinical study (B)(4) for patient with ID (B)(6) indicated that during the procedure, coil embolization procedure assisted with enterprise stent (enc452212), the orbit coil (637cf0615 lot 15137932) stretched and was not placed in the aneurysm. The coil was changed with other product to continue the procedure. The coil embolization was completed successfully. Additionally, the patient developed lithogenous pyelonephritis caused by ureteral stenosis seven days after the index procedure. Treatment was done with drug therapy (gentamicin, cefapicol) and ureteral stent. Remission was confirmed on nine days after onset. The physician commented the event was not related to the devices or procedure. An adequate continuous flush maintained through the echelon 14 (mc) microcatheter at all times. No kinks were noted in the mc that may have contributed to the event. Besides the enterprise stent, a hyper glide 4mm x 10mm balloon was used during the procedure, however it is unknown if the device contributed to the event.